Event description:
It was reported that after opening during a pre-use check the line of the drip chamber part was broken and removed. No patient involvement.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One (1) sample was received for evaluation. The complaint sample was visually inspected, and damage observed between the 3-way connector and single port cap. Solvent was observed in the separation of the components location; therefore, it can be determined that the part was correctly assembled according to the manufacturing procedure. The sample shows signs of manipulation; therefore, it cannot be confirmed that the failure mode of damage/broke/broken occurred during the manufacturing process. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).